Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: in an article entitled "comparison of intracorporeal knot-tying suture (polyglactin) and titanium endoclips in laparoscopic appendical stump closure: a prospective randomized study" written by mustafa ates et al. Published in sug laparosc endosc percutan tech, volume 22, number 3, june 2012, a prospective study was conducted from april 2010 to february 2011. 61 patients underwent a laparoscopic appendectomy. These patients were divided into two groups: titanium endoclip and knot-tying (polyglactin). In the endoclip group, one patient presented with abdominal pain on postoperative day 3 based on an abdominal x-ray showing 2 open titanium clips in the pelvic area.